Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to work after puncturing the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "quality problems in the intimas material, when puncturing the patient with an intimas 22 device from the exclusive safety system of telescopic needle retraction, not coming out when pulling the device at the tip, leaving only the guide wire."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to work after puncturing the patient. The following information was provided by the initial reporter, translated from portuguese to english: "quality problems in the intimas material, when puncturing the patient with an intimas 22 device from the exclusive safety system of telescopic needle retraction, not coming out when pulling the device at the tip, leaving only the guide wire."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.